Event description:
It was reported by the patient's mother that the omnipod diabetes manager (pdm) is extremely hot while charging. She also states that the pdm is failing to communicate with the pods. Although there is a crack on the lcd, it occurred a year ago due to the patient dropping the pdm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.